Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported the patient developed a rash with open sores. The rash was described as all over the patient's back. The patient reported that they were applying neosporin to the open irritation. The patient's medical outcome is unknown, as multiple follow-up attempts were unsuccessful. There was no allegation of a device malfunction associated with the reported skin irritation.